Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Healthcare professional later called and confirmed right side deflation and reported an inframammary crease via rga. The device has been explanted and replaced.

Event description:
Patient reported a right side deflation. Healthcare professional later called and confirmed right side deflation and reported an inframammary crease via rga. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, missing diaphragm valve, wear abrasion, delamination, crease fold. Leak test was performed and found opening on anterior delamination of the diaphragm valve. A microscopic analysis was performed which identify opening striate on anterior side, delamination of the diaphragm valve. Based on the device analysis the final assessment is: a striate opening on radius assessed as surgical damage. Missing diaphragm valve assessed as inconclusive.